Manufacturer narrative:
A follow up report will be filed upon receipt of the device and completion of the investigation.

Event description:
International affiliate reports the spinal cage broke during insertion. The cage was removed intra-operatively and another cage was inserted to complete the procedure. There were no adverse consequences to the patient.

Manufacturer narrative:
Visual inspection of the returned leopard implant, parallel 28x8 [product code: 1864-48-108, lot no: anbb5m] noted that the cage was fractured into three sections. A review of the device history record (DHR) for the leopard implant, parallel 28x8 [product code: 1864-48-108, lot no: anbb5m] was conducted. A lot quantity of 44 units was released on january 25th, 2012 and no issues were identified during the manufacturing and release of this product that could¿ve been attributed to the problem reported by the customer. A review of the complaint trend analysis found no observed trends for issues of this nature. The root cause of the leopard cage breakage cannot positively be determined. However, as noted in the accompanying instructions for use (IFU-0902-90-077 revision d), excessive torque, when applied to long-handle insertion tools, can cause splitting or fracture of the polymer/carbon-fiber implants. When a polymer/carbon-fiber implant is impacted or hammered into place, the broad surface of the insertion tool should be carefully seated fully against the implant. Impaction forces applied directly to a small surface of the implant could cause fracture of the implant. This file will be closed with no further action required as there has been no issue identified in the manufacturing or release of the device, and there has been no systematic trend.